Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. A review of the electrograms showed that the damage occurred during delivery of hv therapy during dc fibber episode. Bench testing confirmed damage to output circuitry. The cause of the damage was not determined conclusively.

Event description:
It was reported that during dft testing the patient's rhythm broke as the device delivered vf therapy. The shock further accelerated the patient's vf and external defib was delivered. Another dc fibber was attempted, the device attempted to charge but aborted each therapy before external was delivered. An alert for possible output circuit damage was noted. The device was explanted and replaced.